Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Only event year known: 2022. Batch # unk. Health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a patient with history of diverticulitis who underwent laparoscopic-assisted sigmoid colectomy. The surgeon placed a ¿29 anvil¿ and fired the stapler which ¿fired appropriately¿ and noted 2 complete donuts. However, a leak test revealed an anterior leak. The surgeon elected to resect the anastomosis and create a new one and once again following the firing of the second device, noted two complete donuts. The surgeon performed multiple leak tests, none of which revealed a leak. The patient returned to clinic one week post op due to her incision opening up with a communicating deep tract managed with iodoform packing. A week later patient reported abdominal pain and pelvic pressure, but surgeon believed it to be related to constipation and started patient on stool softeners. Patient did not improve and at 5 weeks postop, presented to the ER with abdominal pain. A CT scan revealed an anastomotic leak with a 5.8 x 2.0 x 6.7 cm collection in the presacral space. Patient underwent diagnostic laparoscopy during which the surgeon noted edematous soft tissue that communicated with a large cavity extending the length of the midline incision. Upon opening the prior laparotomy, there was a ¿large, chronic fistulous tract and abscess cavity,¿ and the bladder and uterus were adhered to the pelvic brim. The surgeon noted a ¿large defect in the posterior wall of the rectum¿ was palpated, and identified a large presacral cavity containing purulent and bloody fluid. Surgeon elected to place an end colostomy. Venous bleeding was identified from the pelvic side wall that was unable to be controlled with everest, and was ultimately controlled with two 5-0 prolene figure of eight sutures (the patient required a transfusion of 2u of prbcs). Records indicate patient would need to wait approximately one year for a potential colostomy reversal given the degree of fibrosis, abscess cavity, and complexity that would be required to perform a rectal anastomosis.

Manufacturer narrative:
(B)(4) date sent: 9/13/2023 see op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative report.